Manufacturer narrative:
This report is filed on may 23, 2017.

Manufacturer narrative:
This report is submitted on april 05, 2017.

Event description:
Per the clinic, the patient experienced poor performance with device use and subsequently the device was explanted on (B)(6) 2016. The patient was re-implanted with a new device during the same surgery.